Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
The top main head falls off- oral- b dual clean brush heads [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the top main head falls off of the oral-b dual clean brushheads after less than two weeks of use. This occurred with three brush heads. No symptoms developed.

Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned toothbrush heads on (B)(6) 2015 and on (B)(6) 2015. Toothbrush heads confirmed to be counterfeit.

Event description:
The top main head falls off- oral- b dual clean brush heads [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the top main head falls off of the oral-b dual clean brushheads after less than two weeks of use. This occurred with three brush heads. No symptoms developed. (B)(6) 2015 received follow-up: the consumer reported that a fourth brush head broke, and a previously broken brush head was returned to the company. No continued in additional info section..